Manufacturer narrative:
Investigation: one sample was returned to bd showing a crack in the y-adapter. The factory has confirmed the cause of this defect due to poor alignment and lower swage size of raw material during manufacturing. A review of the device history record could not be performed as a lot number was not provided for this incident. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined. CAPA (B)(4) was initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Manufacturer narrative:
It is unknown if a sample will be returned for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported that the bd intima ii¿ IV catheter 24g x 0.75 in. Was leaking from the catheter hub during infusion. There was no report of exposure, injury or medical interventions.